Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found that manifold, drive set is broken, alarm low vacuum all the time, causing the machine to be unable to use. The damaged part must be replaced, so the fse replaced the drive manifold to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The machine can be used normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed low vacuum. There was no patient involvement.